Manufacturer narrative:
Product analysis: the valve was not returned, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately six years and two and a half months after the implant of this 18mm transcatheter bioprosthetic pulmonary valve, the valve was explanted and replaced with a 26mm bioprosthetic surgical valve. The reason for the explant was not reported.